Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Use of device in highly cali is considered off-label per instructions for use.

Event description:
Patient implant on (B)(6) 2010 of a 28-16-120bl bifurcated device and a 34mm aortic extension. A 1 year post operative follow up revealed a proximal type I endoleak. On (B)(6) 2011, the patient was treated with an aortic extension model 34-34-100rl which did not completely correct the endoleak; the physician decided to leave the patient for monitoring. It was reported at the time of implant patient's aneurysm neck was severely angled.